Event description:
It has been reported to philips that the start-up and shutdown of the system are very slow. The software never stops loading and the console monitor on the left remained off. The system was not in clinical use when the issue occurred. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system does not complete the startup process. Upon some functional test the fse confirmed that caused there was problem by a faulty pc suite. The fse direct os disc connection to motherboard, reload the software. After reloaded the software the system was returned to use in good working order. The codes were updated based on the investigation outcome.